Manufacturer narrative:
(B)(4). This lot was manufactured between october 16, 2012 and october 17, 2012. Evaluation summary: the device was received for evaluation. Visual inspection revealed white crystallized drug located at the distal end of the flow restrictor. A functional flow test was performed, and revealed that there was no flow from the device. The cause of the no flow condition was determined to be due to the white crystallized drug blocking the fluid exit at the distal end of the flow restrictor. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced no flow during infusion of an unknown solution. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: (B)(4). The evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.